Manufacturer narrative:
Note: event date is only an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient had a revision in 2016. The patient didn't know the reason for the revision. The patient currently needs a MRI for an unknown reason. No further complications were reported. No patient symptoms were reported.